Event description:
Patient undergoing a left heart cath. A 4 fr. Micro access angiographic catheter was placed in the right femoral artery via a 4 fr. Introducer. At the end of the procedure, the catheter was being removed. The 4 fr 3drc catheter came apart just distal to the hub connector when being removed from the body. All pieces of the catheter were accounted for and nothing was left in the patient's body.